Event description:
My grandmother is on dialysis at the (B)(6) clinic. Today, they were delayed for over an hour due to the bicarb mixer. They said that it was not acting right. This is not the first time that they had this problem. It has happened a few times and everyone always says it's an issue with the bicarb mixer.